Event description:
Boston scientific received information that during a routine follow-up appointment this device was indicating a magnet rate of 100 and an estimated remaining longevity of 1.5 years. Elective replacement indicator (eri) was declared less than 3 months later. As a result, the device was explanted due to premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.